Event description:
The pt is a 72-yr-old female with a past history of sustaining a fall, landing on her bilateral knees with knee pain. On presentation, she reported the pain had been present since last january and she had been unable to ambulate over the past month. She required a wheelchair for ambulation. She is status post a right total knee arthroplasty during 1989, a left total knee arthroplasty during 1990, and a left patellar realignment after she sustained the fall in 1996. The pt was taken to surgery for revision of the right total knee prosthesis. The quadriceps tendon, right, was found to be either avulsed or ruptured from the patella. Upon opening the knee, she was noted to have some fragments of polyethelyne, which were debrided. She had minimal erosion around the anterior aspect of the tibial baseplate. The synovium of the knee was discolored. A synovectomy was performed and flakes of polyethylene, as well as some titanium debris was found within the synovium. The polyethylene had delaminated off the patella. All debris was removed. The total knee prosthesis was replaced.